Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
One of the compression screw broke whilst the surgeon was tightening it onto the baseplate. The screw fragment was removed, graft and re-insertion of a new screw. But this event required an additional anesthesia for the patient.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.